Event description:
An ipp device was implanted, date not indicated. The entire device was removed from the pt on 7/22/97 due to an unspecified malfunction. The reservoir was not returned for analysis. Ams has requested additional info.